Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with 300 units of insulin. There was no impact to the customer's blood glucose level. The customer declined to load a new cartridge or future follow-up with tandem technical support.